Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros phyt result was obtained from vitros performance verifier quality control fluid on a vitros 250 chemistry system. A definitive assignable cause could not be determined. Based on historical quality control data, a vitros phyt reagent issue has been ruled out as a contributing factor to this event. There is no indication that an instrument malfunction contributed to the event; however, a within-run precision test was not completed to confirm the performance of the vitros 250 chemistry system. Although service actions were performed, pre-service precision testing was not completed, therefore, an instrument related issue cannot be entirely ruled out as contributing to the event.

Event description:
The customer observed a non-reproducible, lower than expected vitros phyt result from vitros performance verifier quality control fluid on a vitros 250 chemistry system. Vitros phyt result = 68.36 umol/l vs. Expected result 91.1 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event was to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4)